Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional starclose device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery and left common femoral artery was attempted using two starclose se devices with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, although there was resistance when splitting the sheath, it was successfully split. Although the clip was deployed at the intended site, it did not achieve hemostasis. Same issue occurred with both devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused sterile devices were returned from the account which were inspected and functionally tested with no anomalies.